Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely and confirmed that the equipment did not start. The prs connection was not active which does not allow to verify the activity of the hard drives in both the host pc and the ippc. The rse confirmed that it was a rule out failure of hospital power supply. The rse also stated that the pictures sent by the customer showed the pcs in the m cabinet and there was no activity perceived on the hard drives and the customer stated that the ups has malfunction. The philips field service engineer (fse) examined the system onsite and confirmed that the computer's gpdu (geometric power distribution unit) did not complete its startup. The fse suggested to replace the power supply. The power distribution module was replaced in the follow up case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.